Manufacturer narrative:
(B)(4). The customer reported that the device locks up when performing operational check. There was no report of patient involvement. A philips field service engineer went to the customer site. The reported failure could not be reproduced. Based on the customer's report we will consider this a failure. Due to the issue not being reproduced we can not determine the cause.

Event description:
The customer reported that the device locks up when performing the operational check. There was no report of patient involvement.